Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath clear was selected for use. It was reported that the sheath experienced leakage during preparation. Fluid leakage was noted at the 3-way stop cock. No air was noted in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative. E1: initial reporter phone: (B)(6).

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath clear was selected for use. It was reported that the sheath experienced leakage during preparation. Fluid leakage was noted at the 3-way stop cock. No air was noted in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that no air was noted in the patient. It was confirmed that the saline leaked. No other information was made available.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device found cracks in the stopcock of the sheath. Microscopic inspection of the stopcock revealed cracks at the sides of the flush port. Pressurization of the sheath with deionized water confirmed a leak in the stopcock in the cracked location. E1: initial reporter phone: (B)(6).

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath clear was selected for use. It was reported that the sheath experienced leakage during preparation. Fluid leakage was noted at the 3-way stop cock. No air was noted in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. It was further reported that no air was noted in the patient. It was confirmed that the saline leaked. No other information was made available.